Event description:
Report received of no audible alarm. The customer contact stated that an unidentified nurse reported the device did not sound an audible alarm when the device was powered on. There were no reported adverse pt event while the device was in clinical use. Though requested, no additional info was provided.